Event description:
--

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion.

Event description:
--

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated and showed no magnet response during a routine device evaluation. The field representative contacted boston scientific technical services (ts) and discussed options. Multiple programmer and wands were used with no success. The device was explanted approximately 4 months post implant. There were no adverse patient effects. Patient had a reported normal sinus a rate at 70 beats per minute (bpm).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial testing noted no pacing output and no telemetry available. Both real time x-ray and microscope visual inspection noted no irregularities. Extensive testing was performed, of the battery voltage, mix mode clock, and hybrid circuitry with no irregularities found. The device was interrogated approximately 50 times during the time the device was placed on extended testing. Every attempt of interrogation was successful. Each time the device was interrogated the electrogram (egm) were monitor and pacing spikes could be seen on the egms, at the programed lower rate. The mix mode ic (mmic) was chemically removed with cu-7 and fuming nitric acid. High power visual inspection was performed and no damage to the mmic found. Conclusion, the clinical observation in the field was confirmed; however the root cause could not be ascertained.

Manufacturer narrative:
--